Event description:
It was reported that during prep, prior to a coronary drug eluting stenting treatment procedure, a product package was found that was not sealed. The taxus express2 3.0x12mm drug eluting stent product package was removed from the box and the flap to the product package was found to be unsealed. There was no glue on the flap of the product package. Product was in good condition but unable to use due to package not being sealed. The stent was exchanged for another to complete the case.